Event description:
It was reported that during a procedure (B)(6) 2010, of the left anterior descending (lad) a percutaneous transluminal coronary angioplasty (ptca) was performed and a bare metal stent was implanted at the lesion. It was noted that on (B)(6) 2010, the patient had a recent myocardial infarction with timi 3 and timi 2 flow. The target lesion was a mildly tortuous, 90% stenosed, eccentric de novo, mid lad. After predilatation, the 2.75 x 28 mm xience v stent delivery system was advanced but could not cross the lesion due to the tortuosity. The physician implanted the stent proximal to mid lad. It was planned to implant an additional stent distally of the implanted stent, however, neither the sds nor a balloon dilatation catheter could cross the lesion due to the tortuosity. It was noted that a dissection occurred at the periphery of the distal vessel, however, there was good vessel flow and the patient was stable therefore, the procedure was completed. No intravascular ultrasound (ivus) was performed as it could not cross the lesion. On (B)(6) 2012 around 9:00 am in the morning, the patient felt ill; around 8:00 pm in the evening, the patient was dyspnea and at 23:05 pm was taken emergently to the hospital. An echocardiogram showed st segment elevation and the wall motion of the anterior and middle wall had been weakened. The physician performed a percutaneous coronary intervention (pci) and the proximal lad was noted to be 100% occluded. A guide wire was positioned and the thrombus was suctioned and the vessel flow was restored. The thrombus was repeatedly suctioned, however, thrombus was confirmed inside the implanted xience v stent and a 2.75 x 8 mm vision stent was implanted and the thrombus resolved.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Additionally, an intra-aortic balloon pump (iabp) was placed due to cardiogenic shock and the procedure was completed. Although the patient remains hospitalized, he was reported as recovering. There is no reported adverse patient sequence. No additional information was provided. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, myocardial infarction, occlusion, and shock, as listed in the xience v everolimus eluting coronary stent system instruction for use (IFU), are known adverse patient events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.